Event description:
It ws reported that while unpacking for a percutaneous coronary intervention (pci) procedure foreign material was noted "into" the stopcock of the inflation unit. The device did not contact the patient. The procedure was completed with another of the same device. There were no patient complications reported.